Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received two inappropriate shock and two inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response. This appears to have happened in different episodes. This device remains in service. No additional adverse patient effects were reported.